Manufacturer narrative:
Added g3/g4, h1/h2, h6. Removed h6: code d12. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device."

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient presented to emergency room with chest discomfort and pain. Cta scan showed a type b aortic dissection with extension to superior mesenteric artery, left renal artery with marked hypoperfusion of left kidney and distal aortic aneurysm (3.4cm size). On (B)(6) 2025, patient underwent a thoracic endovascular aortic repair to treat the type b aortic dissection utilizing a gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Procedure went well and patient tolerated the procedure. On (B)(6) 2025, patient underwent an MRI scan which showed embolic in brain as patient had a stroke. On (B)(6) 2025, field sales associate (fsa) was notified of the stroke by the physician. It could be a plaque from the heart or ascending aorta but overall cause is unknown on the stroke. There are no further updates provided after this date on patient status by the physician, thus, further information is not available.